Event description:
It was reported, the pt was experiencing a persisting pain at the ipg site which extended to the testicular area. The pt reported, he had difficulty with urination due to the issue. The pt was using the stimulation constantly and reported effective stimulation relief. The physician requested for the pt to turn the scs system off and ordered a CT scan to be performed to determine if the ipg was irritating a nerve. Follow-up on the pt status identified the pt did receive a CT scan. It was reported the pt had a disc extrusion in the sacral area. It was reported this issue was unrelated to the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.